Event description:
It was reported by service report that the footboard was not working. There was pt involvement; however, no adverse consequences are reported.

Manufacturer narrative:
Connector cover not completely removed.